Event description:
It was observed that during the device evaluation, the subject device exhibited watertightness failure occurred in the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: watertightness failure occurred in the video connector because the tightness of the video connector could not be kept due to cracks on the nama plate of the video connector. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.